Manufacturer narrative:
Corrected data: section g3: initial report date received by manufacturer.

Manufacturer narrative:
Updated section(s): g6 and h3: section b5: additional information received indicates that a right heart catheterization (rhc) was performed to confirm the accuracy of the pressure sensor against a reference pressure. The sensor was recalibrated, and an adjustment was required. Section b6: (B)(6) 2024 - calibration during rhc via swan-ganz confirmed that a sensor adjustment of 17.386mmhg was required. Additional information will be submitted via follow-up report within 30 days of receipt.

Manufacturer narrative:
(H3) the sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed and it was confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the sensor lot at the time of manufacture. On (B)(6) 2024, the patient underwent a right heart catheterization (rhc) recalibration. The offset determined during the recalibration fell outside the fluid-filled reference measurement error range, thereby confirming that the sensor was providing inaccurate measurements. Following recalibration, the mpap trend has remained stable and consistent. While the exact cause of the reported event cannot be conclusively determined, the measurement stability afterwards indicates that the sensor's inaccurate measurement was finite, and has been effectively corrected through recalibration.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
Sensor inaccuracy suspected. Patient will undergo regularly scheduled recalibration on 26-sept-2024 to determine if an adjustment is needed.